Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
Additional information: PMA # is added.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device explanted prophylactically and replaced following the advisory for premature battery depletion with implantable cardioverter defibrillator and concerns by the fsca lithium cluster. The patient condition is stable.